Manufacturer narrative:
Reservoir: catalog number: 72401130, lot/serial number: (B)(4), expiration date: 2/24/2014, manufacturer date: 2/27/2009.

Event description:
It was reported the patient was expected to have his inflatable penile prosthesis replaced due to "mechanical failure and the penile is not functional." No patient complications were reported in relation to this event. Additional information received indicated the patient had the inflatable penile prosthesis removed due to cylinder fluid loss. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.